Event description:
Redo coronary bypass x3. Surgery completed, weaned off bypass, but pt became hypotensive. Back on bypass. Second attempt at weaning unsuccessful; with return to bypass. Iabp inserted. Observed pt, then removed cannulas, reversed heparin. Iabp failed and shut down. Pt placed back on bypass while another iabp was located. Initial info indicated no add'l iabps were available. Pt went through a series of being on bypass and the weaning without success. Both an lvad and rvad were then placed. Then a serviceable iabp arrived and was inserted. Pt was removed from bypass, heparin reversed. Pt expired approx six days later.